Manufacturer narrative:
B1 adverse event/product problem: corrected there was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with this device type as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Minore, a., ferrari, g., siera, g., balsamo, r., morselli, s., castellucci, r., varvello, f., & cirdolo, l. (2025). Water vapor thermal therapy in octogenarian patients: functional outcomes from a multicentric prospectively maintained database. European urology supplements, 87(1), s349-s350.

Event description:
It was reported to boston scientific via the 40th (B)(6) held in madrid in march 2025 that a retrospective study was conducted using a multicentric, prospectively maintained database including patients over 80 years of age. The objective of the study was to evaluate the functional outcomes of water vapor thermal therapy (wvtt), one of the latest minimally invasive surgical treatments (mist) for benign prostatic hyperplasia (bph), in an octogenarian cohort seeking a low-invasiveness alternative to chronic medication or indwelling catheterization. Data collected included psa, uroflowmetry, ultrasonographic prostate volume, urinary symptoms, erectile function, and ejaculatory dysfunction, both preoperatively and at 12-month follow-up. A total of 26 patients were included (median age 82 years). Despite high comorbidity, no major complications were reported. Minor adverse events such as acute urinary retention and urinary tract infections occurred but were managed conservatively. Overall, patients experienced significant symptomatic and functional improvement at follow-up.

Manufacturer narrative:
Minore, a., ferrari, g., siera, g., balsamo, r., morselli, s., castellucci, r., varvello, f., & cirdolo, l. (2025). Water vapor thermal therapy in octogenarian patients: functional outcomes from a multicentric prospectively maintained database. European urology supplements, 87(1), s349-s350.

Event description:
It was reported to boston scientific via the 40th annual eau congress held in (B)(6) in (B)(6) 2025 that a retrospective study was conducted using a multicentric, prospectively maintained database including patients over 80 years of age. The objective of the study was to evaluate the functional outcomes of water vapor thermal therapy (wvtt), one of the latest minimally invasive surgical treatments (mist) for benign prostatic hyperplasia (bph), in an octogenarian cohort seeking a low-invasiveness alternative to chronic medication or indwelling catheterization. Data collected included psa, uroflowmetry, ultrasonographic prostate volume, urinary symptoms, erectile function, and ejaculatory dysfunction, both preoperatively and at 12-month follow-up. A total of 26 patients were included (median age 82 years). Despite high comorbidity, no major complications were reported. Minor adverse events such as acute urinary retention and urinary tract infections occurred but were managed conservatively. Overall, patients experienced significant symptomatic and functional improvement at follow-up.